Event description:
It was reported that during a vaginal hysterectomy, the stapler fired correctly a couple of times and then the staples were coming out not formed at all. The device also would not articulate to the left. The surgeon completed the procedure by cutting and tying to get the uterus out. The pt is currently stable.

Manufacturer narrative:
(B)(4). Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with the spring cartridge lockout damage. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. It should be noted that; "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be competed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fire in the left and center position the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process.